Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the atrial lead was undersensing atrial arrhythmia episodes causing what appeared to be episode termination. The atrial lead remains in use. No patient complications have been reported as a result of this event.